Event description:
A malfunction alarm was reported, displaying code malf 9, but no notable events occurred prior to it. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer, who experienced recurring infusion set issues yet declined further assistance, was helped by technical support in resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue reappeared.